Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was lagging after the user ID was entered on all devices. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device lagged once the user identifier was typed in, while waiting on the biometric identifier. A technical support specialist (tss) reviewed the logs and identified that intrusion detection system was timing out during user verification, causing a consistent authentication delay at the stations. Eighteen of nineteen devices were found using outdated domain name system (dns) entries, and all dns records were updated, though a reboot made no difference. Health checks showed all devices using the updated domain name system (dns), but logs continued to show a delay between active directory (ad) user verification and biometric identifier scanning. The user domain had been configured to use an ip address from the hosted pyxis application servers, and the application server¿s host file, allowing the domain name to be used instead of the ip. The customer¿s information technology (it) team was engaged to review wireshark traces. With the server, testing in the non-production environment confirmed that blocking internet portal (ip) on port via the local and domain firewalls eliminated the login delay. Wireshark analysis determined the delay was caused by traffic to an unknown dns and blocking that traffic resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was lagging after the user ID was entered on all devices. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.